Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was not returned to saluda. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested explant due to inadequate pain relief. The patient had been implanted for 20 months and has not reported adequate pain relief since implantation. Reprogramming was unsuccessful in resolving the reported event. At the patient's request, the evoke scs system was explanted.